Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was getting low readings on both mobile and receiver the day the sensor was put on the arm. She uses insulet omnipod 5 in modified closed loop. This complaint does not describe if she had symptoms or checked a bg. Her dad gave her water with sugar, but the cgm never went up. At around 1pm that same day, she took a fingerstick and it was showing 164mg/dl and cgm was 43mg/dl. She took another fingerstick at 3pm and it was 250mg/dl and cgm was 43mg/dl. She was throwing up and nauseated. She did not give herself insulin since she was not sure what to believe. At around 6:30pm she decided to be brought to the hospital; her dad drove for her. When she arrived at the hospital, the nurses immediately gave her an IV and took some blood for a lab work, they found out that her sugar was at around 800mg/dl while the sensor was still at 43mg/dl. The nurses took off the sensor and gave her an insulin drip and brought her to the ICU. She stayed at the hospital for 7 days and was discharged on (B)(6) 2025 at around 5pm. She was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. At the ICU, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.